Manufacturer narrative:
Additional information was received 18-may-2022 indicating the event date. It was also reported that there was no patient involvement. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "primary audible alarm bgnd" error. Functional testing involved occlusion and audio testing. The investigation was unable to duplicate the reported issue. The speaker and interconnect printed circuit board were carefully inspected and no physical or any other damage was found. The printed circuit board was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
Information was received indicating that the pump exhibited a "primary audible alarm background test" alarm. It is unknown if there was patient involvement or any adverse effects.